Event description:
It was reported that during the implant procedure, the helix would not deploy on the right ventricular (rv) lead. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.